Event description:
It was reported that a power source alert 07 occurred while the customer was using a tandem charging cable and wall adaptor. There was no reported impact to the customer¿s blood glucose level. The customer attempted initial troubleshooting by leaving the wall adaptor plugged in, but the pump did not begin charging. However, upon trying a different wall adaptor, the issue was resolved as the pump began charging, and no further assistance was required.